Event description:
It was reported that the pump did not infuse. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation for the complaint of ¿it was reported that the pump did not infuse¿ confirmed through visual inspection. Dso seal had excess adhesive around the edges that reached the left valve which would be the probable cause for the pump not infusing. Cleaned off the excess adhesive around the valve. Conducted volume accuracy test to ensure device functions after being cleaned. Device successfully completes the volume accuracy test with a reading of 21ml. There was no 12-month service history during the review. Review of event log found no relevant information. After replacing the parts, the pump passed all the testing and is fully operational.